Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this pacemaker and a non-boston scientific right ventricular (rv) lead exhibited occasional pacing impedance measurements of >3000 ohms. The device was checked and the impedance measurements were normal in both unipolar and bipolar configurations. Programming options would be discussed with the physician. No adverse patient effects were reported.